Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 05/18/2010 and 06/07/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).

Event description:
Adverse event(s): "myopic refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported three pts with a myopic refractive surprise following intraocular lens (iol) implant surgery. Additional info has been requested.